Manufacturer narrative:
(B)(4). D10: unknown zss knee femoral, item unknown, lot unknown. Unknown tibial, item unknown, lot unknown. Unknown bearing, item unknown, lot unknown. Therapy date: (B)(6) 2025. G2: report source france. H6: suggested code (annex g)-mechanical (g04) - stem. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent revision surgery for potential femoral loosening. The surgery was completed successfully. Attempts have been made and additional information on the reported event is unavailable at this time.